Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material on the forceps elevator. In addition, the nozzle was deformed and the air/water (aw) tube clogged. There is no visibility as to what is causing the clogging of the tube. Due to clogging of aw-tube, the amount of water contact does not meet the standard value, water removal ability does not meet the standard value, and no water/air is fed. Other observations for the device are; due to deformation of scope (s) s-connector, water tightness is lost; adhesive on distal end rubber coating (a-rubber) is detached; forceps channel port is shaved; grip is dirty and has a scratch; s-cover has a scratch; s-cylinder is shaved; universal cord has a scratch; sc cover unit has a scratch; light guide (lg) cover glass is dirty; due to wear of angle wire, bending angle in all directions does not meet the standard value and there is play of all knobs out of standard value; due to deformation of forceps elevator lever, up/down knob cannot be locked securely; due to damage on charge couple device (ccd) unit, the specified resolving power is not obtained; distal end cover (c-cover) has a scratch; and adhesive around lg lens has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned by customer after use with no reported issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material on the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the forceps elevator, however, the specific material could not be identified and the cause could not be specified. It is likely that reprocessing steps were not fully performed at the user facility due to leakage from the device. However, as this was an asset return with no complaint from the user there was no record of information regarding reprocessing available. The following information from the instructions for use (IFU) pertains to this event. The reprocessing manual states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device